Manufacturer narrative:
The reported defective device has been returned to the manufacturer. An initial visual inspection of the sample determined that the device meets specifications. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This is the first report complaint for this product family and failure mode and appears to be an isolated incident. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for a microwave ablation procedure. During procedure, it was noted that the applicator was leaking saline. The nurse went to exchange the faulty applicator for another new of the same device. When the nurse inserted the spike into the saline bag, the nurse pushed the spike through the bag causing injury to herself. The nurse alleged that the spike was not beveled causing the spike to go the through the bag. There was no harm or injury to the patient. The applicator has been returned to the manufacturer for evaluation.